Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2010 after use of the product, experienced a cardiovascular event within 48 hours of use of the product while in ICU and subsequently expired on (B)(6) 2010.

Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same patient involving two separate products; associated MDR numbers: 1225714-2013-01411, 1225714-2013-01412, 1225714-201400791, 1225714-2014-00792, 1225714-2014-00793 and 00794.